Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 26-jun-2015, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s medical history included rheumatoid arthritis and psoriatic arthritis. It was reported that the patient was scheduled for an expected pump replacement and a possible catheter revision. During the procedure, the hcp attempted to aspirate the catheter and there was no fluid return. The hcp then elected to replace the catheter. The hcp successfully inserted a new catheter into the intrathecal space to t8. While securing the new catheter with purse string, he noted blood at the end of the catheter anda pink tinge to the catheter. He suspected blood return from the intrathecal catheter. He immediately removed the new catheter and aborted the procedure. The existing catheter was tied off at the pocket; the pump was removed; and it would not be replaced in the future. It was noted that there were no environmental, external, or patient factors that may have led or contributed to the issue.